Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the cause of the inability to aspirate the catheter was not determined. There were no further complications reported at this time.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID :8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving compounded baclofen (250mcg/ml at 75mcg/day) via intrathecal drug delivery pump. The indication for use was not noted. It was reported that the catheter was unable to be aspirated for a dye study. It was unknown if the patient experienced withdrawal. The patient's dose was increased and she did not have a change in therapy. No environmental, external, or patient factors were reported to have caused this issue. To resolve the issue, the patient had a catheter replacement. The issue was said to have been resolved. The patient was "alive - no injury." There were no further complications reported at this time.